Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes poor barrier separation and erroneous results were seen in 1 sample. Specimen was recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5. Describe event or problem: it was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes poor barrier separation and erroneous results were seen in 1 sample. Specimen was recollected and no adverse impact was reported regarding the patient or user. Patient 2 of 2. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation, but is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion no difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, (erroneous results-creatinine, bun and poor barrier separation) because the defects were not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. Additionally, all visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. This complaint is unconfirmed for erroneous results-creatinine and bun. Bd will continue to monitor for additional complaints and emerging trends

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes poor barrier separation and erroneous results were seen in 1 sample. Specimen was recollected and no adverse impact was reported regarding the patient or user. Patient 2 of 2.